Event description:
It was reported that "during use of the seldinger, after successful puncture, insertion of the guide wire and removal of the introducer needle, when the guide wire was used to guide the introducer needle, it was found that the introducer sheath was unable to pass over the guide wire. The distal end of the guide wire was thickened, leading to trimming with scissors during use. But, it was difficult to cut off and there were powders on the cut guide wire." It was reported this occurred with four devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty threading the microintroducer over the implicated 0.018¿ x 35cm guidewire was confirmed but the cause is unknown. Three photographs of guidewire segments were returned for evaluation. It is unknown if all three photographs were of the same wire or of different wires. The guidewire contained a region of deformation near one end of the wire. This end of the guidewire appeared rough and irregular; with what appeared to be a slightly larger outer diameter compared to the rest of the wire. In one of the pictures, a gap was seen between the weld tip on the wire and the deformed section. The other end of the guidewire appeared to have a fairly straight edge, which would be consistent with the event description, which stated that the guidewire had been cut during the procedure. The photo quality did not allow for a clear view of the damaged wire section; however, the irregular profile of the end of the wire was likely caused by the outer wire being displaced. The increase in the effective outer diameter of the wire would have contributed to the reported difficult passage of the microintroducer. Although the damage to the wire could be confirmed, the exact root cause of the damage could not be determined from the returned photographs. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. Potential contributing factors could include attempted insertion of the wire against resistance or manipulation of the wire causing displacement of the outer wire.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that "during use of the seldinger, after successful puncture, insertion of the guide wire and removal of the introducer needle, when the guide wire was used to guide the introducer needle, it was found that the introducer sheath was unable to pass over the guide wire. The distal end of the guide wire was thickened, leading to trimming with scissors during use. But, it was difficult to cut off and there were powders on the cut guide wire." It was reported this occurred with four devices. This report addresses the first device.